Event description:
A caller reported a cartridge alarm 30, which caused the customer's blood glucose level to reach 700 mg/dl. The customer did not require third-party assistance and addressed the high blood glucose by administering a correction bolus via the pump. Technical support confirmed alarms with consecutive cartridges and decided to replace the pump. The customer was instructed to return the problematic pump and proceed with programming and connecting their continuous glucose monitor (cgm) to the replacement pump, which was sent without requiring a signature for delivery. There was no adverse impact to the customer's overall blood glucose level as a result of the incident. The customer did not have backup insulin therapy available and planned to contact their healthcare provider for further assistance.